Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing a blood glucose level and the insulin pump was not showing the reading. Blood glucose level at the time of the call was in the 40 to 60 mg/dl. Customer treated with juice. Customer declined troubleshooting for low blood glucose and stated the reading is already showing in the device. The insulin pump was not replaced or returned for analysis.